Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, at all times / pain"), uterine haemorrhage ("abnormal uterine bleeding"), cholecystectomy ("gall bladder removed") and nephrolithiasis ("kidney stones") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 5. Previously administered products included for an unreported indication: mirena from 2010 to 2012. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen (advil) from 2015 to 2017, ibuprofen since (B)(6) 2015 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced alopecia ("hair loss") and headache ("headaches"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping),") and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"). On (B)(6) 2016, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2016, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping, at all times"), abdominal pain lower ("lower abdominal pain, at all times"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("ovarian cysts"), adenomyosis ("uterine endometriosis"), dizziness ("dizziness"), vertigo ("vertigo"), balance disorder ("imbalance"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), weight fluctuation ("weight fluctuations / weight gain / loss"), female sexual dysfunction ("inability to have sexual intercourse"), nephrolithiasis (seriousness criterion medically significant), back pain ("back pain") and arthralgia ("hip pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian intercourse),) and surgery (stone removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, abdominal pain lower, menorrhagia, menstrual disorder, ovarian cyst, adenomyosis, dizziness, vertigo, balance disorder, migraine, dyspareunia, depression, anxiety, alopecia, fatigue, weight fluctuation and female sexual dysfunction was resolving and the uterine haemorrhage, cholecystectomy, vaginal haemorrhage, headache, nephrolithiasis, back pain, arthralgia and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, balance disorder, cholecystectomy, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nephrolithiasis, ovarian cyst, pelvic pain, uterine haemorrhage, vaginal haemorrhage, vertigo, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event:- uterine bleeding, pelvic pain, dyspareunia, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 13-mar-2018: pfs received - new event "weight gain" was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, at all times / pain"), uterine haemorrhage ("abnormal uterine bleeding") and cholecystectomy ("gall bladder removed") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 5. Previously administered products included for an unreported indication: mirena from 2010 to 2012. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year 2 months after insertion of essure, the patient experienced dysmenorrhoea ("abriormally severe menstrual pain / dysmenorrhea (cramping),") and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"). On (B)(6) 2016, the patient experienced fatigue ("chronic fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping, at all times"), abdominal pain lower ("lower abdominal pain, at all times"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal bleeding (menorrhagia),"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("ovarian cysts"), adenomyosis ("uterine endometriosis"), dizziness ("dizziness"), vertigo ("vertigo"), balance disorder ("imbalance"), the first episode of migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations / weight gain / loss"), female sexual dysfunction ("inability to have sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal"), the second episode of migraine ("migraines"), headache ("headaches"), nephrolithiasis ("kidney stones"), back pain ("back pain") and arthralgia ("hip pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian intercourse),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, abdominal pain lower, menorrhagia, menstrual disorder, ovarian cyst, adenomyosis, dizziness, vertigo, balance disorder, dyspareunia, depression, anxiety, alopecia, fatigue, weight fluctuation and female sexual dysfunction was resolving and the uterine haemorrhage, cholecystectomy, vaginal haemorrhage, the last episode of migraine, headache, nephrolithiasis, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, balance disorder, cholecystectomy, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, nephrolithiasis, ovarian cyst, pelvic pain, uterine haemorrhage, vaginal haemorrhage, vertigo, weight fluctuation, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: confirming full occlusion of fallopian tubes concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event:- uterine bleeding, pelvic pain, dyspareunia, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs+mr received, reporter added, patient concomitant condition added, concomitant drug added, historical drug added, events added as follows:- vaginal haemorrhage, migraine, headache, nephrolithiasis, cholecystecomy,back pain, arthralgia, uterine haemorrhage. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, at all times / pain'), uterine haemorrhage ('abnormal uterine bleeding'), cholecystectomy ('gall bladder removed') and nephrolithiasis ('kidney stones') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 and cholelithiasis. Previously administered products included for an unreported indication: mirena from 2010 to 2012. Concurrent conditions included body mass index normal. Concomitant products included antibiotics, cough and cold preparations, ibuprofen from 2015 to 2017, loratadine, pseudoephedrine sulfate (claritin-d allergy), medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2015 and promethazine hydrochloride (promethazin). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced alopecia ("hair loss") and headache ("headaches"). On (B)(6) 2016, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced nephrolithiasis (seriousness criterion medically significant), dysmenorrhoea ("abriormally severe menstrual pain / dysmenorrhea (cramping),") and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"). On (B)(6) 2016, the patient experienced fatigue ("chronic fatigue/tired"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping, at all times"), abdominal pain lower ("lower abdominal pain, at all times"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("ovarian cysts"), adenomyosis ("uterine endometriosis"), dizziness ("dizziness"), vertigo ("vertigo"), balance disorder ("imbalance"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), weight fluctuation ("weight fluctuations / weight gain / loss"), female sexual dysfunction ("inability to have sexual intercourse"), back pain ("back pain"), arthralgia ("hip pain"), abdominal distension ("bloated"), sinusitis ("sinus infection"), cough ("bad cough") and menstruation irregular ("irregular bleeding"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian intercourse), and stone removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, abdominal pain lower, menorrhagia, menstrual disorder, ovarian cyst, adenomyosis, dizziness, vertigo, balance disorder, migraine, depression, anxiety, fatigue, weight fluctuation and female sexual dysfunction was resolving, the uterine haemorrhage, cholecystectomy, nephrolithiasis, vaginal haemorrhage, headache, back pain, arthralgia, abdominal distension, sinusitis, cough and menstruation irregular outcome was unknown and the dyspareunia, alopecia and weight increased had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, balance disorder, cholecystectomy, cough, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, menstruation irregular, migraine, nephrolithiasis, ovarian cyst, pelvic pain, sinusitis, uterine haemorrhage, vaginal haemorrhage, vertigo, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event:- uterine bleeding, pelvic pain, dyspareunia, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : event outcome updated for events weight gain, hair loss, painful intercourse. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, at all times / pain'), uterine haemorrhage ('abnormal uterine bleeding'), cholecystectomy ('gall bladder removed') and nephrolithiasis ('kidney stones') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 and cholelithiasis. Previously administered products included for an unreported indication: mirena from 2010 to 2012. Concurrent conditions included body mass index normal. Concomitant products included antibiotics, cough and cold preparations, ibuprofen from 2015 to 2017, loratadine, pseudoephedrine sulfate (claritin-d allergy), medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 and promethazine hydrochloride (promethazin). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced alopecia ("hair loss") and headache ("headaches"). On (B)(6) 2016, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced nephrolithiasis (seriousness criterion medically significant), dysmenorrhoea ("abriormally severe menstrual pain / dysmenorrhea (cramping),") and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"). On (B)(6) 2016, the patient experienced fatigue ("chronic fatigue/tired"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping, at all times"), abdominal pain lower ("lower abdominal pain, at all times"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("ovarian cysts"), adenomyosis ("uterine endometriosis"), dizziness ("dizziness"), vertigo ("vertigo"), balance disorder ("imbalance"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), weight fluctuation ("weight fluctuations / weight gain / loss"), female sexual dysfunction ("inability to have sexual intercourse"), back pain ("back pain"), arthralgia ("hip pain"), abdominal distension ("bloated"), sinusitis ("sinus infection"), cough ("bad cough") and menstruation irregular ("irregular bleeding"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian intercourse), and stone removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, abdominal pain lower, menorrhagia, menstrual disorder, ovarian cyst, adenomyosis, dizziness, vertigo, balance disorder, migraine, depression, anxiety, fatigue, weight fluctuation and female sexual dysfunction was resolving, the uterine haemorrhage, cholecystectomy, nephrolithiasis, vaginal haemorrhage, headache, back pain, arthralgia, abdominal distension, sinusitis, cough and menstruation irregular outcome was unknown and the dyspareunia, alopecia and weight increased had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, balance disorder, cholecystectomy, cough, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, menstruation irregular, migraine, nephrolithiasis, ovarian cyst, pelvic pain, sinusitis, uterine haemorrhage, vaginal haemorrhage, vertigo, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event:- uterine bleeding, pelvic pain, dyspareunia, vaginal haemorrhage. Amendment: the report was amended for the following reason: the case (B)(4) was identified as duplicate of this present case and was deleted from bayer pv database. All of its information has been transferred to this case, including the legacy device report number 2951250-2019-11006). No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, at all times / pain"), uterine haemorrhage ("abnormal uterine bleeding"), cholecystectomy ("gall bladder removed") and nephrolithiasis ("kidney stones") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 and cholelithiasis. Previously administered products included for an unreported indication: mirena from 2010 to 2012. Concurrent conditions included body mass index normal. Concomitant products included antibiotics, cough syrup, fluticasone propionate (flonase), ibuprofen (advil) from 2015 to 2017, ibuprofen since (B)(6) 2015, loratadine, pseudoephedrine sulfate (claritin-d allergy), medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6)2015, paroxetine hydrochloride (paxil) and promethazine hydrochloride (promethazin). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced alopecia ("hair loss") and headache ("headaches"). On (B)(6)2016, the patient experienced dysmenorrhoea ("abriormally severe menstrual pain / dysmenorrhea (cramping),") and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"). On (B)(6) 2016, the patient experienced fatigue ("chronic fatigue/tired"). On (B)(6) 2016, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping, at all times"), abdominal pain lower ("lower abdominal pain, at all times"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("ovarian cysts"), adenomyosis ("uterine endometriosis"), dizziness ("dizziness"), vertigo ("vertigo"), balance disorder ("imbalance"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), weight fluctuation ("weight fluctuations / weight gain / loss"), female sexual dysfunction ("inability to have sexual intercourse"), nephrolithiasis (seriousness criterion medically significant), back pain ("back pain"), arthralgia ("hip pain"), abdominal distension ("bloated"), sinusitis ("sinus infection"), cough ("bad cough") and menstruation irregular ("irregular bleeding"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian intercourse),) and surgery (stone removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, abdominal pain lower, menorrhagia, menstrual disorder, ovarian cyst, adenomyosis, dizziness, vertigo, balance disorder, migraine, dyspareunia, depression, anxiety, alopecia, fatigue, weight fluctuation and female sexual dysfunction was resolving and the uterine haemorrhage, cholecystectomy, vaginal haemorrhage, headache, nephrolithiasis, back pain, arthralgia, weight increased, abdominal distension, sinusitis, cough and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, balance disorder, cholecystectomy, cough, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, menstruation irregular, migraine, nephrolithiasis, ovarian cyst, pelvic pain, sinusitis, uterine haemorrhage, vaginal haemorrhage, vertigo, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: confirming full occlusion of fallopian tubes concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event:- uterine bleeding, pelvic pain, dyspareunia, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: other social media received. Events bloated, sinus infection, bad cough and irregular bleeding were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, at all times") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping, at all times"), dysmenorrhoea (""abriormally" severe menstrual pain"), abdominal pain lower ("lower abdominal pain, at all times"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("ovarian cysts"), adenomyosis ("uterine endometriosis"), dizziness ("dizziness"), vertigo ("vertigo"), balance disorder ("imbalance"), migraine ("migraines"), dyspareunia ("painful intercourse"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations") and sexual dysfunction ("inability to have sexual intercourse"). The patient was treated with surgery (on (B)(6) 2017, plaintiff underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, abdominal pain lower, menorrhagia, menstrual disorder, ovarian cyst, adenomyosis, dizziness, vertigo, balance disorder, migraine, dyspareunia, depression, anxiety, alopecia, fatigue, weight fluctuation and sexual dysfunction was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, balance disorder, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, sexual dysfunction, vertigo and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.